Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia. It was reported that the patient experienced a loss of stimulation and a change in therapy about a month ago following a mammogram x-ray and an over-compression of the breast tissue. Stimulation was noted to be on and the patient confirmed they had to the ability to change the stimulation; the patient increased it to 3.90 on her own. The patient experienced a sudden onset of jerking, reported the implantable neurostimulator (ins) was hot, and the area around the ins site is sore like someone punched her and it bruised; the patient confirmed there is no visual bruising.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was still sore and mentioned that their healthcare provider (hcp) said the leads might be "wrapped" causing the patient's soreness. The patient reported their hcp told them they could lay on their back side inside of their side as previous hcp told them to do for the soreness. The patient also reported that their hcp said the ins has moved and flipped. The patient reported they went to see their hcp in april and hcp did not check the patient's device. The patient also reported that may this year is when they started really hurting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the soreness has not resolved, and it likely won't until the ins is replaced.